Event description:
It was reported that, on the initial setup of a cori procedure, while entering the date and patient/case identifiers, the screen went blank and the console shut down and immediately powered back up. At this time it was noticed that the blue man user manual icon was on the console. A hard reboot was performed. This happened prior to starting an actual case. No patient was involved. The new case was initiated and completed with no further issues.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) intended for use for treatment was returned to the designated complaint unit for evaluation. A visual inspection and functional evaluation were done on the console. There were no visual or functional non-conformances related to the reported event identified. The software files were downloaded from the device and provided for investigation. However, the logs necessary to confirm the occurrence of a software or hardware error resulting in the shut down and powering up of the console were not provided. Therefore, the reported complaint could not be confirmed. It is possible that this was a result of an intermittent hardware or software issue. A hard reboot of the system was the correct means to resolve the reported problem. In the event of a system failure, cori has a built-in auto-recovery mechanism. If the failure occurs outside of the application, cori returns to the beginning of the startup sequence. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. Refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual for additional information. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Prior escalation criteria was reviewed, and there are no prior escalation actions applicable to the scope of the reported compliant. This situation is captured in the risk assessment released at the time of the complaint. Although no further action is necessary at this time, the issue will be continuously monitored through complaint investigation and post market surveillance.